Event description:
It was reported that the patient presented in clinic for a post-implant follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. An x-ray was performed, and it was confirmed that the lead dislodged. Whilst patient was being seen in clinic the patient became unresponsive and required CPR. Patient was transferred directly to the ep lab for a temporary pacing wire and the lead was attempted to be repositioned however, the lead would not disconnect from the device. The lead was explanted and replaced. The patient was stable at the end of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post-implant follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. An x-ray was performed, and it was confirmed that the lead dislodged. Whilst patient was being seen in clinic the patient became unresponsive and required CPR. Patient was transferred directly to the ep lab for a temporary pacing wire and the lead was successfully repositioned. The patient was stable at the end of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.